Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was the patient went to the ER and was told that they have a rod in their spine and the top of the rod is broken. Tried to clarify with pt if they are talking about the lead wires implanted. Caller stated the patient is a cancer survivor and went through an experimental cancer program at where they disabled the stimulator and left the wires in. Pt stated that the healthcare provider (hcp) will not touch pt because they did not do the implant. Suggested that pt provide hcp with contact number to call in with any questions.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Brand name resume; product ID: 3586 (serial: (B)(6); product type: 0200-lead; implant date on (B)(6) 1989. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.